Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: multiple unexplainable por events observed in the bb history. During testing, the pump powered on to a blank display screen with audio tones and vibrations functional. The returned battery cap threads were found to be stripped/damaged. The returned battery cap was unable to fully secure to the pump, but secured well enough to complete testing. Unable to complete test steps due to the blank display screen issue. The returned battery cap contact height and width measurements were found to be within the required specifications. The battery compartment was intact; no damage or cracks observed. No evidence of moisture was found inside the battery compartment. The pump case was removed and moisture corrosion was found inside the pump. A test display was inserted and was found to function properly. Unable to adequately investigate intermittent power issue due to the blank display and moisture damage issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.